Event description:
The patient contacted animas on (B)(6) 2012 reporting that after swimming with the pump, the pump was stuck on the verify screen. The patient reportedly tried removing the battery and there was no corrosion or moisture found inside the pump. The patient confirmed that there was no known damage to the battery compartment. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery cap was not returned with the pump for investigation. A test cap was used, and the pump would not power on. The pump was opened and there was evidence of moisture corrosion found on the pcb.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.